Event description:
The patient has two scs systems, cervical and thoracic. It was reported, the patient is without stimulation. Reportedly, x-rays confirmed the cervical lead migrated out of the epidural space and sits at a lateral angle. Subsequently, surgical intervention was undertaken, explanting the lead reference MFR report#1627487-2015-07108 for further information.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.